Manufacturer narrative:
This device used for treatment and not diagnosis without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted on (B)(6) 2012, with a 4.5mm broad locking compression plate and 11 screws. On (B)(6) 2013, patient was returned to or to remove the hardware, the plate was broken, but all screws were intact. Patient was revised to synthes reamer/irrigator/aspirator method of bone harvesting for autograft, and a competitor tibial nail procedure. This is report 4 of 10 for complaint (B)(4).